Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging after the customer used a replacement usb cable and wall adapter.